Event description:
It was reported that balloon rupture and removal difficulties occurred. The target lesion was located in the iliac vein. A 20x55mm wallstent self-expanding stent was placed in the target lesion. A 18-4/5.8/120 xxl esophageal balloon catheter was used to post dilate the stent. During post dilation, the balloon was first inflated at 2 atmospheres, the balloon edge caught on the leg of an unknown vena cava filter and ruptured. When the balloon was removed, it became caught on an unspecified sheath and part of the balloon was torn. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
The device was received inserted through a sheath. The distal tip of the device was protruding out through the distal end of the sheath. It was noted that a complete balloon circumferential tear had occurred at approximately 9.5cm distal to the proximal edge of the proximal balloon sleeve. Both sections of the tear were attached to the device. The shaft between the proximal and distal markerbands was severely stretched. No other issues were noted with the device and no damage was noted with the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and removal difficulties occurred. The target lesion was located in the iliac vein. A 20x55mm wallstent self-expanding stent was placed in the target lesion. A 18-4/5.8/120 xxlesophageal balloon catheter was used to post dilate the stent. During post dilation, the balloon was first inflated at 2 atmospheres, the balloon edge caught on the leg of an unknown vena cava filter and ruptured. When the balloon was removed, it became caught on an unspecified sheath and part of the balloon was torn. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).